Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the patient line of the homechoice set during a drain cycle. When the hp returned the machine was alarming. The hp then reconnected themselves to the setup and contacted baxter's tsc. Baxter's tsc assisted the home patient in ending therapy early. Therapy was completed manually. Per the hp, no patient injury or medical intervention was assoicated with this incident.